Event description:
The patient stated the lancing device left her fingers sore, she got an infection, sought medical attention, and was prescribed medicine.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.